Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device not preflushed. Proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath after a percutaneous coronary intervention. Reportedly, the proglide device was not flushed prior to the procedure. When the proglide was inserted into the anatomy, pulsatile blood flow was confirmed to be coming from the quick-cut portion of the proglide body and not the marker lumen. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) identified a kink in the marker, confirming the no backflow from the marker lumen as reported. A search of the complaint handling database was performed and there were no other related complaints identified from this lot. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. The root cause was determined to be method and measurement. Corrective actions have been implemented. Av will continue to trend the performance of these devices.